Event description:
It was reported that bd smartsite luer lock valve port wrong lot number was received. The following was reported by the initial reporter with the verbatim: customer reported have received lot 23058157 instead of 23058152.

Manufacturer narrative:
H6: investigation summary it was reported by customer that they received lot 23058157 instead of 23058152. Due to the product not being defective, an investigation was not performed. A device history was not performed due to components not having defect. This issue of wrong lot number received has since been corrected.

Event description:
It was reported that bd smartsite luer lock valve port wrong lot number was received. The following was reported by the initial reporter with the verbatim: customer reported have received lot 23058157 instead of 23058152.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. E.1:(B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.